Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer reported the main arm cannot communicate with the motor arm and hal software error detected alarms. Customer successfully cleared those alarm by rewinding and changing the infusion set. Insulin pump again received alarms of the main arm cannot communicate with the motor arm and software error detected alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer reported the main arm cannot communicate with the motor arm and hal software error detected alarms. Customer successfully cleared those alarm by rewinding and changing the infusion set. Insulin pump again received alarms of the main arm cannot communicate with the motor arm and software error detected alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.